Event description:
The surgeon fired the instrument properly; however, when it was removed from the anus the anvil had disengaged from the instrument and was still in the colon, the donuts formed correctly. The anastomosis was torn when the anvil was removed manually. No other info provided. Procedure: anterior resection.